Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had blank display. The customer's blood glucose was 169 mg/dl at the time of incident. Troubleshooting was done. The customer's father stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's father stated that the battery compartment and spring were not damaged or corroded. The customer's father stated that the battery cap was not damaged or corroded. The customer's father stated that the display did not return after troubleshooting. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.